Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. A revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. X-ray examination found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.